Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported the they reprogrammed the consumer last week and they said they were fine, but now the consumer was reporting they weren't getting enough coverage on the right side so the doctor was going to revise the leads today. The doctor was considering removing one of the leads and adding a different lead. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.